Event description:
It was reported to philips that intermittently the system did not start up. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file showed that there was software/hardware crash of the pc. The fse identified that the host pc was defective. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.